Manufacturer narrative:
Additional narrative: patient information not available for reporting. (B)(4). Device broke intra-operatively and was not implanted / explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - manufacturing location: (B)(4). Manufacturing date: 02. March 2016. Expiry date: 01. February 2026. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a t-pal spacer was reportedly found broken during surgery on (B)(6) 2016. Specifically, when the surgeon first tried to insert the trial spacer to the patient¿s l3/4, he experienced difficulty and couldn¿t pivot the trial spacer. The surgeon then connected the reported t-pal to the applicator shaft and tried to insert it to the patient¿s l3/4, but the t-pal device would not position. The surgeon forcibly hammered the device and imaging showed that the applicator shaft was biting into the t-pal. The surgeon then removed the t-pal device and that was when it was determined that the device was broken. The surgeon scraped the patient¿s l3/4, and inserted a spare implant in order to complete the surgery successfully. There was no surgical delay reported. No adverse consequences were reported. This is report 1 of 4 for (B)(4).